Event description:
The end user states that the right side motor is leaking oil/grease from the motor. The end user states that the motor got fishing line wrapped around the motor. The end user is not sure if the fishing wire caused the problem or not.